Manufacturer narrative:
The information provided indicates that the sample was discarded by the customer. If a sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report, the part was not covered in silicon. Medtronic is requesting additional information regarding the circum stances of the reported event.